Event description:
It was reported by service report that the cot had broken connector rods, a worn spring and a safety latch that was not catching. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Connecting rod, safety bar.